Event description:
It was reported that cardiosave intra-aortic balloon pump (iabp) had out of box failure, as safety disk failed membrane leak test. There was no patient involved.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that before use, the cardiosave intra aortic balloon pump (iabp) while in rescue mode, was dropped during movement/transport. Following the incident, a leaking sound was observed. No patient was involved, and no harm was reported.

Manufacturer narrative:
Updated fields: b4, d9 (return to manufacture date), e1 (event site telephone), g3, g6, h2, h6 (type of investigation, investigation findings, investigation conclusions), h11. Corrected fields: g2. A getinge field service engineer fse inspected the unit and initially found no system errors or fault codes. During preliminary checks, the fse identified that the pressure hose from the compressor to the pressure tank was cut, resulting in a pressure leak when the compressor was running. On february 19, the fse replaced the vacuum tube assembly and the pressure tube assembly. The unit passed all performance and safety tests according to factory specifications and has been cleared for clinical use. The failure analysis and testing department received the safety disk with a reported unit failure of the safety disk failing at installation. The fat department conducted a visual inspection of the part received and found it to be in good condition. The fat department installed the safety disk in the cardiosave test fixture and tested it to factory specifications per procedure. All manifold tests and autofill tests were performed, and no anomalies were detected. The safety disk also passed a functional test for approximately one hour and met the required acceptance criteria. The fat department could not verify the reported failure of the safety disk. The safety disk is being retained in the fat department per procedure.